Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had foreign matter in them, and had air bubbles in the gel.

Manufacturer narrative:
Correction: describe event or problem: it was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had foreign matter in them, and had air bubbles in the gel. There were 6 occurrences of the foreign matter, and 3 occurrences of air bubbles in the gel. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure modes for ink on the tubes, foreign matter in the gel, and gel air bubbles with the incident lot were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure modes for ink on the tubes, foreign matter in the gel, and gel air bubbles with the incident lot were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had foreign matter in them, and had air bubbles in the gel. There were 6 occurrences of the foreign matter, and 3 occurrences of air bubbles in the gel.